Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluation by manufacturer: the gladiator elite device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 10mm proximal of the proximal markerband. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found no kins or damage to the shaft or tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 23may2025. It was reported that air leak occurred. The target lesion was located in the left forearm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, an air leakage at the tip of the balloon was noted when the pressure reached at 7 atmospheres. The balloon was replaced with another 10x4, and the procedure was completed after normal dilation. There were no patient complications as a result of this event, and the patient's condition was stable. However, returned device analysis revealed a balloon pinhole.